Event description:
It was reported that on (B)(6) 2012, the patient was noted to have a target lesion in the mid to proximal left anterior descending artery (lad) with 90% stenosis, mild tortuosity, heavy calcification and a previously implanted unspecified bare metal stent (bms), which was noted to have 50% in-stent restenosis. A 1.25 mm and a 1.5 mm non-abbott atherectomy devices were used. Then, predilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter at 12 atmospheres (atm). The 2.5 x 28 mm xience v stent was implanted at 14 atm covering the in-stent restenosis of the unspecified bms in the mid to proximal lad. The 3.0 x 23 mm xience v stent was implanted at 8 atm in the proximal lad, overlapping the 2.5 x 28 mm xience v stent. Intra-vascular ultra sound (ivus) was performed and post-dilation was performed with a 2.75 x 14 mm non-abbott balloon catheter at 14 atm then at 16 atm. Post-procedural ivus was performed and the procedure was completed. The patient was discharged from hospitalization on (B)(6) 2012. On (B)(6) 2012, the patient experienced chest pain. However, the patient did not visit the hospital until (B)(6) 2012, and echocardiogram confirmed that the vessel was occluded. Thrombosis formation and a myocardial infarction (mi) was diagnosed. The patient remained hospitalized and was undergoing cardiac rehab. On (B)(6) 2012, CT scan exam verified that the xience stents were occluded with in-stent thrombosis. However, it has been determined that no further procedure will be performed and the patient should undergo cardiac rehabilitation as an mi had already occurred.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and thrombosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted in a restenosed previously stented lesion. It should be noted that the IFU states xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The 3.0 x 23 mm xience v referenced is being filed under a separate medwatch report. (B)(4): indication for use (used to treat restenosis). The physician commented that part of the previously implanted bms had not been well expanded and the malapposed part of the bms was covered by both of the xience stents, as the xience stents were implanted overlapping. This resulted in three stents covering the same area where stenosis still remained, which may have caused the thrombus formation. No additional information was provided.